Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: during testing, the red light was illuminated; however, during the procedure, after connecting the wdc, no audible signal was heard. An additional wdc was used, but the same issue occurred. The device was therefore retrieved, and the procedure was completed using a different product. The patient was reported to be stable.